Manufacturer narrative:
The ge representative conducted an on site investigation. The reported problem could not be verified. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.